Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited out of range (oor) high superior vena cava (svc) impedance.  The svc coil was programmed off, and the lead remains in use. No patient complications have been reported as a result of this event.